Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt the device vibration but no alerts were present on the summary report. The patient reported that he felt the vibration for longer than 6 seconds and it only vibrated one time. The patient notifier was programmed to nominal settings with two vibrations per notification. Device image was requested for review but was not received.